Manufacturer narrative:
(B)(4). This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, the root cause could not be determined. The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the potential use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded, therefore, baxter cannot determine the root cause. Since the lot number is unknown, a batch review will not be conducted.

Event description:
During troubleshooting for a low drain volume alarm with baxter's technical service center, a home patient (hp) saw a few air bubbles in the line. Product surveillance contacted the patient on (B)(4) 2010. According to the patient, she forgot to open the clamp during the initial drain. The tsr explained to her that air had gotten into the line because the clamp was not open. The patient stated that she started over with new supplies. The patient did not see any holes or leaks in the cassette or tubing. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.